Manufacturer narrative:
The complaint is confirmed. The bearing did not have lubrication and the bearing retainer was shattered in the attachment which caused the overheating. The device was repaired and returned to the customer.

Event description:
It was reported that the product heated up during an rif procedure. They had another set available to complete the procedure. There were no adverse consequences reported.